Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after removal of a 7f exoseal vascular closure device (vcd), bleeding was not stopped, and the plug remained on the exoseal¿s delivery shaft. This occurred after the user's left hand held the sheath, the right hand pressed the plug deployment button (which went down normally), waited 5 seconds, then withdrew the sheath and exoseal together. There were no reports of patient injury. A retrograde right femoral artery puncture was performed, no vessel narrowing or tortuosity noted. After the procedure, a 7f exoseal was used to close an 8f terumo short sheath, following standard procedure. The indicator changed from black to white to all black. The device will be returned for evaluation.

Event description:
As reported, after removal of a 7f exoseal vascular closure device (vcd), bleeding was not stopped, and the plug remained on the exoseal¿s delivery shaft. This occurred after the user's left hand held the sheath, the right hand pressed the plug deployment button (which went down normally), waited 5 seconds, then withdrew the sheath and exoseal together. The indicator wire was still visible when the device was removed. Hemostasis was achieved through manual compression. There were no reports of patient injury. A retrograde right femoral artery puncture was performed, no vessel narrowing or tortuosity noted. After the procedure, a 7f exoseal was used to close an 8f terumo short sheath, following standard procedure. The indicator changed from black to white to all black. The exoseal vcd was used in an interventional procedure. The patient's bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The catheter sheath introducer used was a terumo short sheath. The device was stored and prepped per the instructions for use (IFU). The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after removal of a 7f exoseal vascular closure device (vcd), bleeding was not stopped, and the plug remained on the exoseal¿s delivery shaft. This occurred after the user's left hand held the sheath, the right hand pressed the plug deployment button (which went down normally), waited 5 seconds, then withdrew the sheath and exoseal together. The indicator wire was still visible when the device was removed. Hemostasis was achieved through manual compression. There were no reports of patient injury. A retrograde right femoral artery puncture was performed, no vessel narrowing or tortuosity noted. After the procedure, a 7f exoseal was used to close an 8f terumo short sheath, following standard procedure. The indicator changed from black to white to all black. The exoseal vcd was used in an interventional procedure. The patient's bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The catheter sheath introducer used was a terumo short sheath. The device was stored and prepped per the instructions for use (IFU). The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use.the deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the unit was received already deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty unable and ndicator wire unable to retract¿ was not observed through analysis of the returned device since the plug was not received for analysis and the indicator wire was retracted. The device was received fully deployed with no anomalies. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.